Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: pseudo-tumor at c1/2. Procedure: magerl c1/2 fixation. It was reported that intra-op, after creating the pilot hole the root of the drill broke during drilling. After inserting the second guide wire, the product was broken near the c2 articular surface when inserting the product with the power tool. The product came in contact with the patient. No patient's symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Microscopic examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. Direction of fracture propagation and internal shear lip suggest bend stress overload. If information is provided in the future, a supplemental report will be issued.